Event description:
It was reported that prior to an unspecified treatment procedure, device sterility was compromised. While unpacking the 8.0x40mm wanda balloon catheter, it was noted there "was no plastic cover" within the packaging and the balloon 'jumped' out of the tray onto the floor. There was no patient contact, therefore, no patient complications were reported.

Event description:
It was reported that prior to an unspecified treatment procedure, device sterility was compromised. While unpacking the 8.0x40mm wanda balloon catheter, it was noted there "was no plastic cover" within the packaging and the balloon 'jumped' out of the tray onto the floor. There was no patient contact, therefore, no patient complications were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: the device was received coiled inside its protective inner tray. The seal of the outer tray was peeled open. The protective inner tray was removed and examined and no issues were noted. The device was fully coiled correctly inside this protective tray. No components were missing. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is 'not confirmed' as there is no evidence of either the alleged issue or any defect which could have contributed to the event. (B)(4)